Event description:
(B)(4) 2014 complaint form/ared/e1a (rep, for): it was reported that recently prior to report the parkinson¿s disease patient¿s ¿charging efficiency was too low.¿ though ¿the patient was able to charge,¿ the patient¿s ¿charging time was too long.¿ it reportedly took the patient about 6-8 hours to charge their ins from 25% to 100%. Despite attempting to adjust the direction of the recharger and replacing the charging system entirely, the patient¿s problem wasn¿t resolved. The antenna locate feature was used on the patient¿s charging system and was found to have a charging efficiency of 64. Furthermore, the ¿possibility that the stimulator was buried too deep was also excluded.¿ additionally, the patient¿s initial charging system was successfully used to charge another patient¿s implantable neurostimulator (ins). There was reportedly ¿no impact on the patient¿ and the patient was noted to have been emotionally stable at the time of initial report. 45 days later, it was noted the cause of the patient¿s issue was identified and that it was ¿not related with the device.¿ it was also noted however that a malfunction had been determined and that ¿the problem was solved by re-surgery.¿ the patient was reportedly ¿good¿ and receiving effective therapy following the procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Please note that device code has been removed from this report at this time.

Event description:
Additional information reported the cause of the issue was actually that the &#50388;"stimulator was implanted too deeply." Revision was performed as a result of the event in order to "adjust the implanted depth of the stimulator."